Event description:
The patient was intubated on the (B)(6) - 3 days later the sensor was removed from the right nares and the lesion was noted - between nursing and rt they estimate the sensor had been in place 26-28 hours. Wound care was consulted and noted the lesion to be .5x.7 purple/black with no drainage. The patient has since expired so there is no follow up on the wound. No additional information is available at this time. This report will be updated if relevant information becomes available.